Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level 430 mg/dl. Customer stated that battery power of insulin pump ran out and insulin pump powered off frequently. Insulin pump will not returned for analysis.